Event description:
(B)(4). Became allergic to (B)(6), "my clonazepam," stomach issues after taking ibuprofen even though I've taken it for years along with the clonazepam, giant blister like pimples all over my face, neck, and shoulders; muscle pain, joint pain, muscle weakness, stomach issues, no longer able to eat spicy food or acidic food, pelvic pain, pelvic tingling, pelvic pressure urge to push extreme, mood swings, irritability, anxiety became worse, depression, extreme hunger, dizziness, nausea. Found I had endometriosis and ovaries were full of fluid.